Event description:
Patient status post bone marrow transplant, doing well. Administered fentanyl through imed pump for complaint of oral (mouth) pain and difficulty sleeping. At 0258 nurse set pump for 90mcg/hr. Patient checked throughout night and doing fine. At 0449, nurse noted that most of fentanyl bag hung at midnight was almost empty. Nurse checked pump and reprogrammed pump to 9.0 mcg/hr. Attempted to awake patient, found cyanotic. Code called and patient subsequently expired.